Event description:
I had essure implanted in (B)(6) 2010. My periods progressively became more painful with heavier bleeding causing large blood clots to pass. Every month prior to my menstrual cycle I would endue a 2 day migraine headache that prevented me from daily activity. The cramping from my periods became unbearable. After trying several prescription migraine medications from my primary doctor my obgyn recommended a hysterectomy in 2014. The procedure was scheduled to be laparoscopic, but due to my left coil puncturing my fallopian tube they had to go in abdominally to remove the severe endometriosis. I was never diagnosed or had difficulty with endometriosis until after essure. I had everything removed in (B)(6) of 2014 except my right ovary (the left was removed due to the damage and I am now being treated for an endometrial cyst on my right ovary which is caused severe pain and cramping daily.